Manufacturer narrative:
(B)(4).

Event description:
It was reported upon a device changeout, insulation defect was observed on the right atrial and ventricular leads. Both leads were explanted. No further information is available.